Manufacturer narrative:
Concomitant product(s): a 694965 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced pain and there was local swelling, redness, warmth, and purulent drainage in the pocket area. A pocket revision was performed and the device and lead remain in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.